Manufacturer narrative:
Concomitant product: product ID 3389-28, serial# (B)(4), product type lead. (B)(4).

Event description:
It was reported that upon opening the lead, the electrode was immersed in saline and the resistance was checked on the clinician programmer using the external neurostimulator (ens). An abnormal value of > 4,000 ohms was reportedly obtained. The abnormal values persisted even after multiple measurements. A disconnection of the lead was suspected since multiple measurements repeatedly showed an abnormal value. As such, a new lead was used which showed normal values. There was no health hazard to the patient. Additional information was received which reported that the cause of the issue was unknown. The patient was receiving effective therapy.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the lead found a foreign material on the distal end of the electrode. The foreign material was ethylene bis stearamide, a derivative of polyurethane, which had a dramatic effect on electrode site impedance.